Event description:
Same case as manufacturer's report # 6000093-2006-02478. It was reported that after implantation of a 2.5x24mm and a 2.5x12mm taxus express2 drug eluting stent, thromboses occurred. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis of 50% ostial and 90% "late mid stenosis" was reported. It was not reported that the vessel was pre-dilated. A 2.5x24mm taxus stent was "placed to the distal lad with no complications." A post-intervention residual stenosis of 0% with timi iii flow, "complete perfusion" was noted. There was reportedly "no thrombus or dissection." The stent was "fully deployed." Prior to the procedure, "the patient was loaded with plavix." The patient also received heparin, nitroglycerin and aspirin during the procedure. The patient was continued on plavix, aspirin, and toprol xl after the procedure. Complications were reported as "none." The patient presented 70 days later with complaints of "chest pain and left-sided weakness in both the upper and lower extremities." CT scan of the head suggested a "cerebrovascular accident of uncertain age." Cardiac catheterization revealed that the "lad had mild diffuse disease with a widely patent stent." It was noted that "the patient tolerated the procedure well and it was "recommended the patient undergo medical management for his coronary disease." The patient was discharged to home in stable condition. The patient presented in 2006 with an acute myocardial infarction of the anterior wall. The target lesion identified by angiography was a "100% thrombotic occlusion of the mid lad at the prior stent site with timi I antegrade flow." Percutaneous thrombectomy was performed using an export catheter with "significant debulking of the thrombus." The vessel was pre-dilated with a 2.5x15mm balloon catheter inflated to 8 atm, three times for 15 seconds. A 2.5x12mm taxus stent was advanced to the target lesion and deployed at 15 atm for 38 seconds. "The stent covered a residual stenosis at the prior stent outflow and was overlapped with the previously placed stent." The stent was post-dilated with a qunatum non-compliant balloon, "which was advanced to the mid lad and inflated up to 16 atm for 35 seconds twice. Intra-coronary nicardipine was administered "with significant improvement of flow in the left coronary system." A post-intervention residual stenosis of 0% with timi iii flow without evidence of dissection was reported. Post procedure angiographic results were "excellent." The patient received heparin, nitroglycerin, integrilin, ancef, plavix and aspirin during the procedure. The patient was "stabilized in the medical intensive care unit and eventually transferred to the floor." Status post day three of the intervention, the patient complained of "chest pain." The patient underwent "revisualization of his coronary arteries" three days later, revealing "patent stents in the mid lad with timi iii antegrade flow." The patient was discharged to home in stable condition. The patient presented two mos later with an anterior wall non-st elevated myocardial infarction, chest pain, and a 100% thrombotic stenosis in the lad, "at the prior stent site." Aspiration thrombectomy was performed using an export aspiration catheter, "with significant debulking of the mid lad." A 2.75x15mm quantum balloon "was advanced to the site of the lesion and balloon angioplasty was performed. Post-intervention angiography revealed "10% residual stenosis with timi iii grade flow and no evidence of dissection." The patient received heparin, nitroglycerin, integrilin, intra-cornonary cardene, plavix and aspirin during the procedure. Angiographic results were reported to be "good." The patient "was returned to the interventional care unit in stable condition." No complications were reported. The patient was discharged on four days later in "stable condition."

Manufacturer narrative:
H6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8544984 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.